Manufacturer narrative:
The consumer reported when she was removing a u by kotex security super plus tampon, the string pulled out and the tampon remained inside. She was successful in removing the remaining pieces. Investigation findings: device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A production/operator records review found pledget and string related process issues that may have caused or contributed to the reported complaint; however, no pledget or missing/separated/pulled out string defects were found during finished product inspection. The records demonstrate that quality system procedures were correctly followed, and the presence of these defects does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. Escalation & trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Quality non-conformance (qnc) determination: based on the investigation a qnc is not applicable. Root cause: unknown: no root cause was identified. Corrective action: no corrective action needed at this time. Preventative action: no preventative action needed at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.

Event description:
The consumer reported that a u by kotex security super plus tampon fell apart during removal. Prior to insertion she tugged on the string to make sure it was secure. She was able to get the tampon out and did not need to see a health care provider. The consumer also reported that the same box of product contained tampons that were halfway out of the insertion tube and tampons with no strings. She discarded the remaining tampons.